Event description:
During a routine follow-up performed on (B)(6) 2017, the device was interrogated using inductive telemetry. A message was displayed on the programmer screen to update the device software and acknowledged by physician. After several minutes, the cardiologist decided to stop the update in order to do it with the rf antenna. The updating process finished afterwards but a message displayed saying that the update was not successfully performed. The device was re-interrogated but all the tests (sensing, impedance and threshold) could not be performed and parameters could not be modified or saved. A new follow-up was successfully performed on (B)(6) 2017 and showed a normal device behavior.

Manufacturer narrative:
(B)(4).

Event description:
During a routine follow-up performed on (B)(6) 2017, the device was interrogated using inductive telemetry. A message was displayed on the programmer screen to update the device software and acknowledged by physician. After several minutes, the cardiologist decided to stop the update in order to do it with the rf antenna. The updating process finished afterwards but a message displayed saying that the update was not successfully performed. The device was re-interrogated but all the tests (sensing, impedance and threshold) could not be performed and parameters could not be modified or saved. A new follow-up was successfully performed on 27 march 2017 and showed a normal device behavior.

Manufacturer narrative:
Preliminary analysis did not show any anomaly on software upgrade. Because of some rf communication errors, egm/mrk were not available and screen was frozen during real-time tests. In order to fix the issue, the user can close the rf communication, and reopen it or switch to inductive communication, and then switch to rf communication again.

Event description:
During a routine follow-up performed on (B)(6) 2017, the device was interrogated using inductive telemetry. A message was displayed on the programmer screen to update the device software and acknowledged by physician. After several minutes, the cardiologist decided to stop the update in order to do it with the rf antenna. The updating process finished afterwards but a message displayed saying that the update was not successfully performed. The device was re-interrogated but all the tests (sensing, impedance and threshold) could not be performed and parameters could not be modified or saved. A new follow-up was successfully performed on (B)(6) 2017 and showed a normal device behavior.